Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that the cause of the throbbing sensation was determined and most likely caused or contributed to this issue was that the therapy was likely up too high.the steps were or would be taken to resolve the issue was that they attempted to call the patient to fix stimulation and had been unsuccessful and the rep called 3x (three times) and left voicemail each time. The issue was not resolved and the patient was non responsive. The steps were or would be taken to resolve one of the leads may have shifted to an incorrect position was that the lead was likely in the correct place vaginal stimulation was normal and expected. The issue was not resolved and the patient was not answering their phone. The information had not been confirmed/provided by the physician and physician would be updated shortly.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient expressed concern that one of the leads may have shifted to an incorrect position. The patient reported feeling the lead on their vaginal lip, which they believe was not the intended location. They mentioned being able to feel it when wiping themselves, describing it as a throbbing sensation. The patient initially thought it would heal, but it had not yet. They also noted that this sensation differs from their experience with the trial lead in the buttocks area. The patient was advised to contact their healthcare provider to further address the issue and planned to call them today.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128, lot# va32exw, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.